Event description:
It was reported that this lead exhibited high capture thresholds and high out of range pacing impedance measurements in bipolar mode. Then the lead was programmed to unipolar mode. Doctor is planning a lead revision. Currently, this lead remains in service and no adverse patient effects.